Event description:
It was reported that the patient underwent revision surgery due to constant dislocations. The surgeon attempted to replace the liner and add 3 screws and a r3 liner to obtain stability but was not achieved. After this the cup was removed and also the stem. The final result was successful and the wound was closed.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, the patient underwent a revision surgery due to constant dislocations. Per email communication, there is no consent granted to provide x-rays or surgical reports. Therefore, the patient impact beyond the revision cannot be determined. No further clinical assessment is warranted at this time. Should clinically relevant documentation become available, the clinical/medical task may be re-evaluated. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.